Manufacturer narrative:
The reported inability to communicate with the device was confirmed in the laboratory and was due to due to premature battery depletion. Device was cut open and confirmed foreign material in close proximity of the battery terminal. Premature battery depletion was consistent with that occurring due to foreign material shorting the battery to ground. Insertion of the battery pin into the housing could have broken off the shaving inside and became loose once the pin was withdrawn from the housing. This is a manufacturing issue.

Event description:
It was reported that the device failed to be interrogated due to magnet application. No patient was involved.